Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Some of the rubber is coming off of the screwdriver.

Manufacturer narrative:
Examination of the returned ratchet screwdriver confirms the rubber handle has begun to detach from the handle just below the ratchet cap. The lot code of bs1200 signifies manufacture in (B)(6) 2000. The instrument has been in-service for an extended period of time. A two year complaint database search finds no trend for damage to the rubber handle. The root cause is attributed to wear out through repeated use and cleaning processes. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.